Event description:
Maude report (B)(4) was received from the FDA. A pt reported undergoing lasik surgery in 2009. Approx six months postoperatively the pt began experiencing intermittent dry eye symptoms. At 11 months postoperatively the symptoms persisted and were reported as severe and constant. The relationship between the event and the device is unk.

Manufacturer narrative:
The device serial number was not provided. Unable to perform a device eval or draw conclusions regarding root cause due to lack of info. Complaints of dry eyes are known risks of lasik surgery and are identified in the device labeling. (B)(4).